Event description:
Per the audiologist, the pt's family reported poor sound performance and static when using the cochlear implant system. Deactivating the "even" numbered electrodes cleared up the reported static. There was still a decrease in sound perception. Results of an integrity test done in early 2009, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explant/reimplant surgery is scheduled for three weeks later.

Manufacturer narrative:
This report filed, january 27, 2009.